Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that 113ml of methotrexate was programmed to infuse over an unspecified amount of time however the system stated 79.8ml of the volume infused. There was no report of patient harm.